Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received inadequate shocks due to lead dislodgement. X-ray revealed the lead tip was lying in the atrium. Upon revision, the lead could move despite being fixed under the suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.